Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in and out of the hospital because of hyperglycemia. Blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump was not delivering insulin and that is why they experienced high blood glucose. The diabetes educator swap their insulin pump for a loaner that they can use for quite some weeks and the loaner insulin pump runs smoothly but when they return it back and used the insulin pump that they were using previously she started to be high again. Customer was treated with insulin infusion intravenous or drip. Auto mode was not active at the time of reported incident. No further details given. Insulin pump and reservoir will be returned for analysis.